Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up when post paced t wave oversensing was observed. The device was reprogrammed. The patient condition was good.

Event description:
New information received states that the patient presented in clinic for follow up when another instance of post paced t wave oversensing was observed. The patient was asymptomatic. Further programming changes were implemented.